Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer shaft, inner shaft, and tip were visually and microscopically examined. Visual examination revealed a kink to the middle sheath 6cm from the distal end of the middle sheath. The stent is partially deployed 1mm from the distal end of the middle sheath. Microscopic examination revealed a kink to the inner liner 5.8cm from the distal end of the middle sheath. The yellow lock for the rack is missing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed 15jan2020. It was reported that shaft kink occurred. The target lesion was located in the iliac artery. A 10x40x75 epic stent was advanced for treatment; however, the shaft was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent partial deployment.